Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. It was reported that the patient was to have a routine colonoscopy. The electrophysiology staff was called to turn the device off for the procedure. The programmer was unable to interrogate the device. Several different programmers and wands were tried, without success. The patient was kept at the hospital overnight and the device was explanted. It was reported that the device could not be interrogated post-explant as well. No adverse patient symptoms were reported.